Manufacturer narrative:
The company representative confirmed and replicated the reported event. The host module was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to nonconforming host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic system froze. The console was restarted but the issue did not resolve. The surgery was completed by a backup console. There was no report of patient harm.

Manufacturer narrative:
The host module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The host module was tested. The reported event was replicated. The host motherboard was found to be nonconforming. The root cause of the reported event is attributed to nonconforming host motherboard. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).